Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR-0001038806-2018-00708. One tapered screw vent implant was returned for inspection. The implant shows large signs of wear and debris about the threads, collar, and vent. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. Review of appropriate documentation - instructions for use for zimmer dental implant systems 4894i: rev 3-07/09. Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Zimmer biomet complaint (B)(4). Patient's age at the time of event unknown/ not provided. Patient's weight unknown/ not provided. Date of event unknown. Device lot number not provided. Reporter's last name not provided.

Event description:
It was reported that the retaining screw (mhlas) fractured inside the implant(tsvt6b10). It was also reported that implant was removed and replaced with another one.